Event description:
The customer was complaining that audible sound is not working on the pump. No audible sound, only blinking screen back light during alarm identifies that buzzer is out of order. No pt involvement.

Manufacturer narrative:
Investigation of the event indicates the buzzer was broken. Broken buzzer was replaced to resolve the issue.